Event description:
It was reported by service report that the siderail was not locking in the up position and toprail was broken, exposing sharp edges. No patient involvement or adverse consequences are reported.